Event description:
The customer reported that the collimator of the 8800 system was stuck. No patient injury was reported.

Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The fluoroscopy functions board was replaced. The system operates as intended.